Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis; therefore, abbott vascular (av) was unable to confirm the reported leak at the hub. Returning the device would have aided in determination of the root cause. A review of the complaint handling database found two other similar incidents from this lot reported for leaks at the hub. Av conducted a thorough root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 6.0 x 150 mm armada 18 balloon catheter would not hold pressure due to a leak at the strain relief tubing. Another balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. There was no additional information provided.